Event description:
It was reported to medtronic minimed that the customer experienced damage on pump. Customer reported a short battery life or a low battery alarm. Customer reported receiving a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump passed the sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay, cracked case (corner of belt clip rails) and scratched case. In summary, customer alleged battery power loss not confirmed. Charge/battery lasts less than expected not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.